Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation, three boluses were performed and accurately recorded in the pump history. The complaint could not be confirmed or duplicated during investigation.

Event description:
The patient reported that when she delivered two of her boluses on (B)(6) 2011, they were not recorded in the pump's history; she claimed that all her other boluses recorded appropriately in the pump's history. The patient denied remembering what time or the amount she bolused, but states that she kept track of all of her boluses she delivered by writing them down. The pump histories and settings were reportedly found to be correct and she stated that the pump was not exposed MRI, x-rays or magnets. There was reportedly no known cause as to the reasons why the pump did not record the two boluses but customer support (cs) advised the patient to monitor the pump's history until she receives a replacement pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.